Event description:
During surgery, an auto suture ta 30 reloadable stapler, single pt use, 3.5mm dst series was selected to close an incision. The stapler failed to fire. A second stapler, which was the same model, was selected and used to close the incision without incident. Dates of use: one day in 2007. Diagnosis or reason for use: left pneumonectomy.